Event description:
The pt was randomized to the cypher reality study in january 2004. The indication for the procedure was stable angina class ii. At index procedure the proximal lad and the 1st diagonal were treated. Lesions characteristics were not reported. Pre-stent dilatation was done at the proximal lad with a 2.5x20mm aqua balloon at 10 atms for 30 seconds. Two pre-stent dilations were also done in the 1st diagonal with a 2.0x20mm aqua balloon at 10 atms for 30 seconds. The first 2.25x18mm cypher stent was deployed at 12 atms for 20 seconds at the 1st diagonal followed by a second 3.0x33mm cypher stent was deployed at 12 atms for 30 seconds. Post dilatation was done with a 2.5x20mm ace balloon at 10 atms for 30 seconds. The proximal lad was pre-dilated a second time with a 2.5x20mm aqua balloon at 10 atms for 30 seconds. Followed by a 3.0x13mm cypher stent deployed at 12 atms for 30 seconds. However, one-day post index procedure the pt experienced a rise in ck and ck-mb. A temporary pacemaker was implanted followed by permanent pacemaker the next day. The pt was discharged without any angina complants on plavix, asa, ace inhibitors, and beta-blocker. In december 2004 the pt experienced moderate episode of shortness of breath. No action was taken for this event. The patient was again hospitalized in june 2005 to undergo CABG of the index procedure lesion. The indication for the CABG was established in may 2005, based on angina status and on repeat angiography, which confirmed unstable angina, class iiic. The CABG was performed in mid june. The procedure was successful. There was non-perioperative mi but a major bleeding occurred. The pt was discharged 72 hours post surgery.